Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: water leakage in the head unit, loss of water tightness, and the presence of white dots in the image. A root cause could not be identified. Based on the results of the investigation, it is likely that the following factors led to the malfunction: noise in the image due to a disconnection in the cable unit; white dots in the image due to water leakage in the head unit; and loss of water tightness due to damage to the plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the autoclavable camera head displayed lines on the image. The issue was found during inspection for use. There were no reports of patient involvement.